Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the second of four reports from this reporter. (B)(4).

Event description:
A health professional reported that a knife blade did not cut well during cataract surgery. An alternate knife was obtained in order to complete the procedure. There was no harm to the patient.